Event description:
During surgery, the tip of the impactor was missing after impaction. The broken piece was never found. Piece was not seen on x-ray; however, surgeon felt broken piece could have been stuck in the stem. The surgery was extended approximately 20 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.